Event description:
It was reported that during a hemorrhoid procedure, the stapler didn't work. Unknown how case was completed. Surgery was prolonged 20 minutes. There were no adverse consequences for the patient.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 1925ml, indicating the home patient (hp) drained 1925ml more than their programmed fill volume of 2500ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient did not report any symptoms of overfill. Additionally, the patient did not report any issues with therapy. The nurse stated that the patient resumed therapy and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Washer uncut. The analysis results found that the device arrived in good visual condition. The breakaway washer was uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Requested additional information and received the following response on (B)(4) 2010: (B)(6).

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.